Manufacturer narrative:
Received one loose 1ml, 8mm syringe from reported batch# 7079877. All samples were decontaminated per hstr-17 prior to being evaluated. Upon evaluation by (B)(6), similar findings to those found during initial investigation in (B)(6) were noted. A review of the sample with (B)(6) was completed and the probable root cause was determined to be a jaw jam on the form fill and seal (polybag packaging) machine. When this occurs, it is possible for a part to become "caught" in part of the jam, causing damage to the syringe similar to what is observed with this sample. The damage typically renders the syringe unusable to the consumer, as it does in this instance. No additional actions at this time.

Manufacturer narrative:
Date of event: date of event corrected from "(B)(6) 2017" to (B)(6) 2017 .

Manufacturer narrative:
The following reportable information was omitted from the initial report MDR: "relion consumer reported that the barrel of her syringe had a hole in it." This event description is in addition to the complaint that the plunger rod was difficult to move. It was reported that before use of the bd relion® insulin syringe the "consumer reported that the barrel of her syringe had a hole in it. Also, reported was the plunger rod was difficult to move." There was no report of injury or medical interventions.

Event description:
It was reported that before use of the bd relion® insulin syringe the "consumer reported that the barrel of her syringe had a hole in it. Also, reported was the plunger rod was difficult to move." There was no report of injury or medical interventions.

Manufacturer narrative:
Investigation summary: customer returned (1) loose syringe. Customer states that the barrel had a hole in it and the plunger rod was difficult to move. The returned syringe was examined and exhibited a missing plunger rod and several cracks in the barrel including one around the 58 unit marking that nearly broke the syringe. Sample will be forwarded to manufacturing ((B)(4)) for further review. A review of the device history record was completed for batch# 7079877. All inspections were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) for high sustaining forces noted during production of this batch. There were four (4) notifications (B)(4) noted that did not pertain to the defect. Possible root causes for cracked barrel: 1.defect could have occurred at the prep dial of the metro assembly machine loss of back pressure on the in-feed rail may cause the barrel to become pinched at the rail / prep dial junction. The trip gate eye sensor should detect low rail conditions and activate the trip gate to prevent the barrels from being loaded into the prep dial and possibly jamming at that location. 2.infeed dial at barrel printers. 3.loss of back pressure at infeed rail also at form fill & seal. Possible root causes for missing plunger: 1. Jam in the metro during assembly. 2.waste chute backed up causing the defective sample to be pushed through the line. Based on the samples / photo(s) received the investigation concluded bd was able to duplicate or confirm the customer¿s indicated failure (missing plunger and cracked barrel). Based on the above, no CAPA is required at this time

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that before use, the plunger on the bd relion® insulin syringe 1 ml, 31 g x 8 mm was difficult to move. There was no report of injury or medical interventions